Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set cannula was bent. The customer's wife did not know the blood glucose reading. She stated that she had also observed air bubbles but did not know when or had any other information regarding those events. She noted that the infusion set had stuck to the side of the serter. She was advised that the serter would be replaced. Nothing further reported.

Manufacturer narrative:
Evaluated one opened quick-serter for locking and proper operation per specification. Performed insertion test using new lab quick-set. Quick-serter failed per inspection, found quick-serter's barrel walls with excessive glue from quick-set tape.